Event description:
It is reported by pt's attorney that pt underwent a hip replacement procedure in 2008, using a durom acetabular cup. Post op, pt experienced pain. It is unk whether or not pt has been revised, or, if a revision has been recommended.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.